Event description:
It was reported that the customer's insulin pump was cracked along the reservoir compartment. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).